Event description:
It was reported pump end of service (eos) occurred. The battery went dead on the patient's pump and the patient experienced symptoms of withdrawal due to the pump not working. The patient was in the hospital (B)(6) 2015 because of withdrawal and was discharged last night ((B)(6) 2015) around 11:30pm. The patient was found unresponsive in the morning on (B)(6) 2015 and was taken by ambulance to the hospital. A pump replacement was planned for (B)(6) 2015 however the hcp will assess the condition and it was unknown if the pump replacement will occur. The pump was delivering morphine.

Manufacturer narrative:
Concomitant product: product ID: 8703, lot# j93122336, implanted: (B)(6 )1993, product type: catheter. (B)(4).